Manufacturer narrative:
Approximate age of device ¿ 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018. The cause of death is unknown. Additional information was requested but was not provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be determined. No further information was provided. The manufacturer is closing the file on this event.